Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021 for five days. Blood glucose reading at the time of hospitalization was unknown. Customer's blood glucose reading at the time of call was 104 mg/dl. Customer was treated high blood glucose by using insulin pump. Customer stated that emergency services were dispatched and they visited to emergency medical services and then admitted to hospital. Customer was experiencing high blood glucose symptom like unconsciousness during hospitalization. Ketone test was not performed. Customer alleged insulin pump for under delivery. Insulin pump passed displacement test. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.